Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter was not communicating with his medtronic insulin pump. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, in the morning, the patient reported obtaining a "hi" result on her lfs meter, and the actionable result was not communicated to her medtronic device. The patient reported using humalog insulin pump therapy to manage her diabetes. It is not clear if the patient made any changes to her usual diet or activity level on the day of the alleged issue. The patient reported on (B)(6) 2012, at an unknown time, she developed symptoms of "thirsty, tired, and frequent urination." The patient reported that she self administered humalog insulin (unknown dose) "every hour, on the hour." During the time of troubleshooting, the cca confirmed that the customer was able to have an actionable result (reading unknown). The cca was unable to complete troubleshooting per the patient's request. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient claims she was able to obtain an actionable result, and treated herself accordingly, and there was no delay in treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.